Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This was observed prior to patient use when the pharmacist was doing the final check. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between april 26, 2018 - april 28, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.